Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 03/06/2020. Additional information was requested and the following was obtained: the event description states ¿it was found that all sutures were not absorbed¿. Please confirm the quantity. According to the health authority, all sutures were not absorbed in the mucosal and muscular layers of the perineum. Was the suture easily removed or was additional surgical intervention required? Unk.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot pkcbhlb0, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The event description states ¿it was found that all sutures were not absorbed¿. Please confirm the quantity. Was the suture easily removed or was additional surgical intervention required?

Event description:
It was reported that a patient underwent a delivery procedure on an unknown date and suture was used. Following the procedure, the suture extruded on (B)(6) 2019, 21 days after sewing the perineal wound. It was found that all sutures were not absorbed in the mucosal and muscular layers of the perineum. The suture in the mucosal muscularis was removed. Three days later, the patient's condition changed better. There were no adverse patient consequences reported. Additional information has been requested.